Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01146 to provide additional information (including device manufacture date) based on the evaluation of the returned device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There were not scratches, around the broken point. The shape of the fracture surface showed that the cracks developed. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the cracks of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device. The instruction manual of the device has already warned as follows; do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation.

Event description:
During a frontal rectal resection, the subject device was used. After the 3rd time of output from the beginning of use, the probe of the device broke off and fell into the patient. The probe fragment was retrieved. The procedure was completed with another device. There was no patient injury reported.